Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date in 1989. Subsequently, a revision procedure was performed on (B)(6) 2014 due to wear of the polyethylene acetabular liner. The acetabular liner and modular head were removed and replaced. The acetabular cup and femoral stem were reported to have been stable and well-fixed.